Event description:
It was reported that during the device change out procedure, the right ventricular (rv) epi lead was undersensing ventricular fibrillation (vf) during induction. The lead was capped and replaced. Additionally, the rv defib epi patch lead and the left ventricular (lv) defib epi patch lead had high dfts (defibrillation threshold testing). Therefore, the rv defib epi patch lead was removed from the svc port and connected to the rv port and had successful dfts. The rv defib epi patch lead remains in use. Thus, the lv defib epi patch lead was removed from the rv hv (high voltage) port and moved into the svc port, but did not end up being part of the defib pathway. The lv defib epi patch lead also remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 lead implanted: (B)(6) 2004 ; d154awg ICD implanted: (B)(6) 2008; 6721m lead implanted: (B)(6) 2004. (B)(4).